Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted. Additional information received indicates the device is not actually explanted, it remains in service and the replacement procedure will be scheduled in the upcoming weeks. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted. Additional information received indicates the device is not actually explanted, it remains in service and the replacement procedure will be scheduled in the upcoming weeks. No adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the device replacement procedure, however; no response was received.